Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a package of bd luer-lok¿ syringe(s) had multiple defects including a faulty seal, foreign matter and other damage. The syringes were not used and there was no report of serious injury or medical interventions.

Manufacturer narrative:
Investigation summary: bd received two 20ml syringes from lot 7262511 for evaluation. Our quality engineer visually inspected the returned samples and determined that both samples had a bubble in the side of the syringe and one sample had a small piece of what appeared to be loose cardboard outside of the fluid path. Bubbles occur in the molds when the vents on the mold become partially plugged with plastic gas discharge preventing or obstructing the vent discharge. The vents need to remain open to ensure that there isn't any build up inside the molds during the molding process. The cardboard found outside of the fluid pathway most likely came from the bulk box that was used in packaging. There are two bags used to prevent any foreign matter from getting inside the syringes but there is always a small chance that cardboard dust found in the air can find a way inside of the bag. The engineer also noted that these are a bulk product and are not sealed in any sealed packaging. This appeared to have been an isolated incident as this was the first reported case of foreign matter and air bubbles reported for the reported lot. A review of the device history record revealed zero defects reported during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a package of bd luer-lok¿ syringe(s) had multiple defects including a faulty seal, foreign matter and other damage. The syringes were not used and there was no report of serious injury or medical interventions.

Event description:
It was reported that a package of bd luer-lok¿ syringe(s) had multiple defects including a faulty seal, foreign matter and other damage. The syringes were not used and there was no report of serious injury or medical interventions.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.